Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd intima ii IV catheter had a defective tubing clamp. The following information was provided by the initial reporter: "after the infusion, the nurse found blood return after positive pressure flushing and clipping. After searching for the reason, she found that there was no clipping function after clipping. The clamp failed."

Event description:
It was reported bd intima ii IV catheter had a defective tubing clamp. The following information was provided by the initial reporter: "after the infusion, the nurse found blood return after positive pressure flushing and clipping. After searching for the reason, she found that there was no clipping function after clipping. The clamp failed."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0322663. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.